Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately decrease/suspend insulin deliveries. Customer's blood glucose ranged from 59-99 mg/dl. Reportedly, customer ate carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.